Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the internal carotid artery. The 8-6x40mm xact self expanding stent system (ses) was advanced over the barewire however resistance was met and the ses was unable to advance. The ses was removed and the shaft separated and the stent deployed. The procedure was completed with another xact stent and the same barewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted bent shaft resulting in the reported difficult to advance. Manipulation of the device ultimately resulted in the reported shaft material separation/ noted sheath-shaft bond area separation contributing to the reported difficult to advance. The noted bent stabilizer likely occurred due to mishandling post procedure or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.